Event description:
It was reported the handpiece is giving solid tones. This has been verified by the sales rep. The purchasing agent had no case info but did say there was no pt consequence reported.